Manufacturer narrative:
(B)(4). This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement and suboptimal placement. The patient reported having feelings of atrial activity prior to repositioning. This lead remains implanted. No additional adverse patient effects were reported.